Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reportage via phone call that the buttons on her insulin pump have been sticking. The customer's blood glucose level was unknown. The customer mentioned that the middle button seemed to be sticking. The insulin pump will not be returned for analysis.